Event description:
The customer states that in 2008, a sample from a pt generated an architect bhcg assay result of 1,540 miu/ml. The initial result was reported and subsequently questioned by a medical practitioner. The complaint states that the pt had an ivg (voluntary abortion procedure) following this result. The sample tube (heparin) was retested yielding a result of <5 miu/ml. A second sample (serum) yielded a result of <5 miu/ml. No further impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.